Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple altitude alarms occurred. Customer re-loaded the cartridge to resolve the issue. Blood glucose was 145-162 mg/dl.